Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed myopotential oversensing on the patient's pacemaker and the pacemaker has been reprogrammed. The patient will be continued to be monitored. No patient issue was reported, and the patient was in a stable condition.